Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported patient heard an audible alert from the device and presented to the emergency room. Device interrogation revealed normal high voltage impedance while the diagnostics showed a low, out of range measurement in the svc configuration. The svc coil was programmed off. Dft testing was successful. The patient is not pacemaker dependent and the ICD was implanted for primary prevention. Remote monitoring will continue.